Event description:
Customer reported that the bracketed d negative cells 5, 6, 8, 13 on panocell 16 has no jka positive cells. Anti-jka cannot be detected if using only these cells for antibody screening of serums containing anti-d.

Manufacturer narrative:
Investigation confirmed that according to the master list (product labeling), the bracketed d negative cells did not contain a jka positive cell. A revised master list was sent to customers.